Event description:
A young man with dmd, quadriplegia, ventilator dependent, had tracheostomy tube accidentally pulled out. Spare tube inserted but couldn't attach v ventilator circuit, manual resuscitator or suction apparatus. Trach tube connector not beveled properly. Happened with all three tubes, all manufactured on same day and the same lot number.